Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while charging the implanted neurostimulator (ins), the patient reported mild electrical shocks at the ins. It is implanted in the buttock. Reduced the charging rate down from 4 to 1. It was a little better but still there are shocks for the first 10 minutes while charging the ins. The issue has not been resolved. Additional information was received. Ins serial number unknown, device was implanted in 2025 year. The cause of the ins shocking was not determined, but the patient reduced recharging speed to 1 and now it is ok. Information confirmed with the physician. Additional information was received. It was confirmed that the patients set recharging speed of 1 is adequate for their needs. Impedances were normal.

Manufacturer narrative:
G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.